Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. There were stent struts on the proximal end of the stent that were lifted and pulled distally. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage to the distal edge of the tip. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 15jun2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via right radial artery. The non totally occluded, concentric, de novo target lesion was located in the moderately calcified proximal to mid left circumflex artery (lcx). After a 6fr extra back up 3.5 non-bsc guide catheter was placed in the ostium left circumflex artery, a 0.014'x180cm non-bsc guidewire crossed the target lesion under non-bsc microcatheter support and was exchanged to a 0.009x330cm rotawire. Then a 1.25 mm rotalink burr was used to modify the calcified plague at proximal lcx but could not be advanced down to the mid lcx. The rotalink burr was removed and the wire was exchanged to 0.014"x180cm non-bsc guide wire. Then a 1.5x10mm non-bsc balloon catheter was used to pre-dilate the mid lcx with a maximal pressure of 16 atmospheres. Another 2.0x20mm non-bsc balloon catheter under guidezilla support was advanced down to the distal lcx and plain old balloon angioplasty (poba) was then performed using a maximal pressure of 16atm for 1 minute. The proximal and mid lcx was pre-dilated with 2.0x20mm non-bsc balloon catheter at 18 atmospheres and 16 atmospheres respectively. A 2.25x28mm synergy drug-eluting stent was successfully deployed at the mid lcx with a maximal pressure of 12 atmospheres and followed by a 2.50x24mm synergy drug-eluting stent but had some difficulties in crossing the lesion. A 2.50x12mm non-bsc balloon catheter was then advanced to pre-dilate the proximal lcx at 22 atmospheres and the 2.50x24mm synergy drug-eluting stent was re-advanced; however, still could not cross the lesion. The stent was exchanged with a 2.50x22mm non-bsc stent and was deployed at 12 atmospheres and was post dilated using a 2.50x12mm non-bsc balloon catheter at 22 atmospheres. Final angiogram was performed and revealed less than 20% residual stenosis with timi 3 flow and the procedure was completed. No patient complications were reported and the patients status was stable. However, returned device analysis revealed proximal stent damage.